Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open hepatic segmentectomy procedure, the anvil was bent and the jaws of the grip couldn't be closed. Replaced with a new reload. There was no patient injury.